Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 through a non-penumbra sheath, the physician experienced resistance and the distal tip of the cat6 became ovalized. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with a new non-penumbra sheath. There was no report of an adverse effect to the patient.